Manufacturer narrative:
No patients involved. The customer reported on (B)(6) 2019 that a laboratory technician received an injury while working on their au680 clinical chemistry analyser (serial no: (B)(4)). The laboratory technician accidentally dislodged the ptfe tubing containing concentrated detergent which caused detergent to spray out from the tubing. The technician received a splash of concentrated wash solution into their eye. The eye was washed out in the laboratory with deionised water. The technician was treated at the hospital¿s local injury unit. Two (2) liters of saline were used to treat the injury. As the hospital is a minor injury clinic, the technician was referred to a consultant in a larger hospital. The consultant diagnosed the technician with punctuated erosion of the cornea. The technician was prescribed antibiotics and anti-inflammatories. The customer contacted beckman coulter to report the event. The customer confirmed that the technician was not wearing safety glasses while using the instrument. The information for use for the concentrated wash solution instructs users to wear eye protection while using the solution. The au680 user guide also states that ppe should be used in conjunction with the instrument. The tubing was reconnected at the time of the event and no further issues have been reported by the customer. The beckman coulter internal identifier for this event is case (B)(4).

Event description:
The customer reported on (B)(6) 2019 that a laboratory technician received an injury while working on their au680 clinical chemistry analyser (serial no: (B)(4)). The laboratory technician accidentally dislodged the ptfe tubing containing concentrated detergent which caused detergent to spray out from the tubing. The technician received a splash of concentrated wash solution into their eye. The eye was washed out in the laboratory with deionised water. The technician was treated at the hospital¿s local injury unit. Two (2) liters of saline were used to treat the injury. As the hospital is a minor injury clinic, the technician was referred to a consultant in a larger hospital. The consultant diagnosed the technician with punctuated erosion of the cornea. The technician was prescribed antibiotics and anti-inflammatories.